Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector latch does not secure with monitor) has been confirmed. Upon investigation the electrode the trunk cable connector latches were broken and unable to secure with a monitor. The root cause for the damaged connector was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to secure to the monitor.